Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages and check therapy pad messages) has been confirmed.  Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open rear pulse wire in the trunk cable. The root cause for the open wire was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient was receiving adjust belt messages and check therapy pad messages.